Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was treated with antibiotics (date and duration not reported). Subsequently, on (B)(6) 2016 the patient underwent revision surgery to have excess tissue excised; during the same procedure the abutment was exchanged. The implanted device remains.